Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that following the peripheral venous catheter placement procedure, during surgical urgency performed according to protocol, there was an immediate abnormality. During connection to the infusion line, there was evidence of leakage of fluid (blood and saline). The point of leakage identified is along the flexible extension tube so the angiocat was removed and additional venous access was placed.

Manufacturer narrative:
Investigation results: a device history review was conducted for lot number 5050480. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
No additional information.